Manufacturer narrative:
Concomitant medical products: unknown pin plug, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were found to be pulled back and dislodged. The physician was unsure of the root cause but observed the cardiac resynchronization therapy defibrillator (crt-d) had migrated to a lower spot in the patient's left chest. The crt-d system was explanted and not replaced. No patient complications have been reported as a result of this event.